Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, three attempts to place the atrial lead failed. After every attempt of fixing the lead, it exhibited high threshold, low sensitivity and varying impedance. After third attempt, helix was not able to be extended. The lead was replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.